Event description:
During routine testing, the user noted that there was a blank screen on the monitor. There was no pt involved. Tests indicated that the 10 year old battery was not holding a charge. There was no other problem with the monitor. The event is not occurring more frequently or with greater severity than is usual for the device.